Event description:
It was reported that the user removed the ilet pump due to persistently elevated blood glucose since the prior evening and subsequently had no backup insulin therapy, with a self-reported blood glucose of 293 mg/dl and no corrective treatment taken. Symptoms included hyperglycemia. Outcomes included the need for guidance to perform a full supply change, confirm insulin delivery resumption, verify fingerstick accuracy, and gather context on the precipitating factors. Investigation included a customer interview to obtain additional information on the event and device use. Investigation of this case revealed that the cause of the hyperglycemia remained unclear because insulin delivery was interrupted when the pump was taken off and no alternative therapy was used, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.